Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) is configured in an off label use situation. The patient only has an right atrial (ra) and left ventricular (lv) lead, and the right ventricular (rv) port is plugged. As device programming cannot turn off the rv signal, noise and oversensing are occurring. Troubleshooting was discussed and attempted, but has not been successful. At this time, the patient is being monitored and is not symptomatic. All products remain in service. No adverse patient effects were reported.